Manufacturer narrative:
Conclusion: dislodgement of the valve by the delivery catheter system (dcs) is related to operator technique or experience. The evolut fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. With the limited information available and without procedural images for review, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(4), ubd: 15-aug-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at an approximate depth of 3mm on the non-coronary cusp (ncc) and 4-5mm on the left coronary cusp (lcc) the valve appeared stable. It was noted the delivery catheter system (dcs) was advanced past the outflow crowns of the valve frame and via x-ray imaging it appeared the dcs may have moved the valve at the outflow portion of the valve frame. At this point, the dcs migrated above the sinus of valsalva. The dcs was removed over the wire. A second valve was prepped and loaded on a second dcs. The second valve was implanted through the first valve. Resistance was noted as the second valve passed through the first valve and was deployed at an approximate implant depth of 3mm on the ncc, 3mm on the lcc, and 3mm on the right coronary cusp. An invasive gradient of 5mm hg was noted with no leak observed. No effusion was noted. An echocardiogram was performed and showed the gradient was measured at 3mm hg. The second dcs was withdrawn from the patient without difficulty. The first valve appeared stable below the great vessels of the heart; the physician chose not to perform a post-implant balloon valvuloplasty. The initial rhythm was noted to be sinus rhythm with a rate of 65bpm. However, a post-procedure widened qrs complex was noted but sinus rhythm remained with a heart rate in the range of 70bpm. No additional adverse patient effects were reported.